Event description:
It was reported "we have recently had some issues with PICC line. Noticed normal saline leaking from the purple connection on the double lumen PICC upon flushing after PICC was placed. No pt. Harm."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5564 showed seven other similar product complaint(s) from this lot number.